Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 4 of 4; the patient was connected. The technical service representative (tsr) helped the home patient (hp) to clear the error message and informed her of the error's meaning. The patient line had been properly primed and no patient extensions were in use. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The patient had disconnected prior to the alarm. It was unknown if the patient disconnected properly, and she had reconnected. Proper procedures were reviewed. The hp would continue therapy with a manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed.